Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the customer contacted the technical support engineer (tse) to state that the force bipolar instrument had broken in the patient. The customer reported that they were able to successfully remove the instrument from the patient and then continue the procedure. No parts or pieces fell into the patient. The customer stated that the wrist remained intact. The procedure was completed with no reported injury.